Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Labeling review: a product labeling review identified that the device was used per the directions for use (dfu) product label. Additionally, it states when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. When the battery is nearing deletion, the ipg will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the stimulator and the absence of stimulation. Which are noted within the dfu as potential risk associated with the use of the device.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the end of the implantable pulse generator (ipg) battery life wherein stimulation was lost causing the patient symptoms of rigidity to return. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the end of the implantable pulse generator (ipg) battery life wherein stimulation was lost causing the patient symptoms of rigidity to return. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well post-operatively.